Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause was unknown. The observed damage could be associated with multiple factors. One 9 fr d/l hickman catheter was returned for investigation. The d/l tubing extended 22.6cm from the distal end of the cuff. Blood residue was observed on the cuff, which indicates that the catheter was used. A functional test revealed a leak in the d/l tubing when the lumen with the white connector (small lumen) was flushed. A microscopic examination revealed a c-shaped split in the tubing. The split surfaces of the tubing were granular. The characteristics of the split are consistent with a burst due to overpressurization. The catheter was cut perpendicular to the axis of the tubing just distal to the split. The split was located in the small lumen where the wall thickness was at a minimum. The small lumen appeared to be off center. The minimum wall thickness was found to be below the specification. It was reported that the hole was detected when radiology dye as injected. The lumen distal to the leak site was partially occluded. It is possible that the catheter split open during use when the lumen was pressurized; however, the infusion pressure at the time the catheter burst was unknown. A syringe smaller than 10 ml should not be used to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. A review of the manufacturing records showed that 100% of lot huzd0297 was leak tested at pressures higher than 25 psi and no parts were rejected. Therefore, it was determined that the catheter functioned for the pressure to which it was designed. The damage most likely occurred during use from overpressurization. Since the wall thickness was considered a potential contributing factor, the complaint sample was forwarded to the manufacturing facility for further review. 11/10/2017: per evaluation performed by the division, fluid leaked from the lumen with the white connector. The leak was located just distal to the bifurcation. The lumen distal to the leak was occluded. Complaint investigation at the division points out that one of the contributing factors of the complaint could be associated to the catheter assembly process at the vendor facility, because the small lumen appeared to be off center and the lumen distal to the leak site was partially occluded. Since catheter component is received from an outside supplier, and since the wall thickness was considered a potential contributing factor to the reported complaint, a supplier quality alert was issued to supplier bard operation center. Based on the investigation, the complaint is confirmed with exact root cause of the complaint determined as unknown. A lot history review (lhr) of huzd0297 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hickman line was inserted however it was found to have had a hole when injected with radiology dye. The catheter was removed. No other information is available. There was no patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzd0297 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hickman line was inserted however it was found to have had a hole when injected with radiology dye. The catheter was removed. No other information is available. There was no patient harm reported.